Event description:
It was reported that the ilet displayed high glucose with no cgm reading, and a recent supply change with a cannula-type infusion set had been performed; fingerstick measurements were 503 mg/dl and later 530 mg/dl, the infusion site showed no leakage, and the user changed the site location and allowed the system to deliver corrections. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component and an undetermined medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.